Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell and underweight. A microscopic analysis was performed which identified a striated edge broken, consist with use of a surgical tool and missing piece of the shell. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage. Missing piece of the shell due to inconclusive. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture, and also reported that they are "very concerned" and that they've had "many surgeries already." Device was explanted.